Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the patient was discharged after the implant procedure and returned to the facility on an unspecified date with the previously reported symptoms. The patient was hospitalized for 8 weeks following the procedure. The patient experienced shortness of breath and lymph node swelling one week after the procedure. The patient was noted to have a fever 4 weeks following the procedure. The patient has been discharged and has no symptoms now.

Event description:
Same case as MDR ID# 2134265-2011-00697,2134265-2011-00698, 2134265-2011-00700, 2134265-2011-00696. It was reported that following a coil placement procedure an allergic reaction occurred. During a draining procedure for a liver abcess, bleeding occurred at the left hepatic artery. Embolization was performed with the deployment of (3) vortex-18 diamond 3mm/3.3 mm coils and (2) vortex-18 diamond 4mm/3.7 mm coils. The embolization also utilized n-butyl cyanoacrylate (glue). "Several" days later, the patient experienced swollen lymph nodes and fever (38 degrees c). An eosinophil increase occurred. The physician confirmed that a type 3 or type 4 allergic reaction occurred. No additional patient complications have occurred and the patient remains hospitalized.